Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion due to high right atrial (ra) lead thresholds. The ICD was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693558 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.